Event description:
It was reported that during a hemicolectomy procedure, the blade was broken; part did not fall into patient. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received with the clamp arm detached from the instrument and not returned. The blade tip was intact and not broken off as reported by the customer. As a result of the clamp arm detachment, the tube assembly was distorted. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.